Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a pocket erosion and infection. A pocket revision was performed. Pocket cultures were taken and a transesophageal echocardiogram (tee) was negative for vegetation on the leads. The crt-d system was subsequently explanted one week later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.